Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral incisional hernia, coronary artery disease, pancreatitis. The procedure performed was laparoscopic ventral incisional hernia with mesh and enterolysis. On (B)(6) 2017 - approximately 1-year and 9-months after the (B)(6) 2015 surgery. The patient underwent a laparoscopic ventral incisional hernia repair and lysis of adhesions with pre-op and post-op diagnosis was ventral incisional hernia, incarcerated and coronary artery disease. The patient experienced adhesions, recurrence, and revision. Past medical history: coronary artery disease, pancreatitis, diverticulitis and bronchitis past surgical history: laparoscopic colon resection, cholecystectomy, and nissen fundoplication, 3 heart stents allergies: no known allergies social history: smokes a pack a day, no alcohol.